Event description:
Two discordant vancomycin (vanc) patient sample results were obtained on a dimension vista 500 system between duplicate determinations on one sample. The discordant results were not reported to the physician(s). The same sample was reprocessed on the same system. A reprocessed result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant vancomycin (vanc) patient sample results.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding two discordant vancomycin (vanc) patient sample results obtained on a dimension vista 500 system. Siemens healthcare diagnostics headquarters support center (hsc) reviewed the instrument data logs and the information provided by the customer. Calibration was within conformance and quality control recovery was observed to be within customer expected ranges on the date of testing. Repeat of the same sample yielded an expected result. A potential product issue was not identified. The customer and system are fully operational. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Mdrs 2517506-2022-00158, 2517506-2022-00159 and 2517506-2022-00161 are filed for the same event.